Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the dissociated gastric parenchyma during a laparoscopic bariatric surgery, there were poor staple formation and an incomplete staple line distally, and were sutured by hand to fix the issue. They replaced with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the dissociated gastric parenchyma during a laparoscopic bariatric surgery, there were poor staple formation and an incomplete staple line distally, and were sutured by hand to fix the issue. They replaced with a new one to complete the case.